Manufacturer narrative:
On 7/9/2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a navistar thermocool. Interior package damaged. It was reported by physician that the sterilization package was broken and product was dirty. The device was not used on the patient, it was replaced with other new one. No patient consequence was reported. Device evaluation details: according to pictures provided by customer, a hole was observed in the pouch. The product was also returned to biosense webster for evaluation. Bwi conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the pouch of the navistar thermocool was found damaged. For this condition a meeting was performed with the manufacturing team in order to find the root cause, the investigation determined that it is possible that the failure condition reported was caused after the packaging and shipping process. At this time is not possible to determine the root cause of this condition, however based on the information provided, the condition reported have origin in some place external to the manufacturing environment since all the control points, inspections and executions were found correctly executed. A manufacturing record evaluation was performed for the finished device 30429236m number, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a navistar thermocool. Interior package damaged. It was reported by physician that the sterilization package was broken and product was dirty. The device was not used on the patient, it was replaced with other new one. No patient consequence was reported. The broken package is MDR-reportable.

Manufacturer narrative:
On 6/4/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).